Event description:
Healthcare professional later confirmed, left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack, crease fold, wear abrasion. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack. And also identify sharp edge opening assessed as unidentified tear opening. Based on the device analysis the final assessment is: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. A sharp opening on anterior assessed as unidentified (tear) opening.

Event description:
Patient reported a left side deflation. Healthcare professional later confirmed left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.